Event description:
A service technician from dealer reported that a jb-70 intra-oral x-ray unit, serial number (B)(4), would generate an exposure on its own when the unit was turned on. The system could not make additional exposure unless it's powered off and on again. It was due to a malfunctioning exposure switch.

Manufacturer narrative:
Method: the defective board has not been returned to progeny yet. The symptom matches a known failure mode of jb-70 units built within a specific time frame.